Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on an unknown side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs two devices, one is broken and the other seems to be intact, both have red and white biogenic tissue. Labeled left side (broken device) and labeled right (device appears to be intact).

Event description:
Healthcare professional reported rupture on the left side. Device has been explanted.